Event description:
During a pulsed field ablation procedure for atrial fibrillation using navx mode, a versacross rf wire was used in conjunction with the dilator of an agilis 13 fr sheath. Approximately 1¿2 minutes after completion of the brockenbrough transseptal puncture, st-segment elevation was observed. The patient stabilized following administration of noradrenaline and nitroglycerin. The procedure was subsequently completed without replacement of the sheath, and without further issues. The physician's opinion was that air may have entered between the dilator and the wire.